Manufacturer narrative:
The sample is available for returned but has not been received yet. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units. This is the fourth of four reports. Refer to 9611594-2017-00052 for the first report. Refer to 9611594-2017-00053 for the second report. Refer to 9611594-2017-00054 for the third report. It was reported that, the ssm blue connector is stuck either in the resuscitation bag adapter or trach care swivel adapter. The connections become so tight that it takes a wedge or kelley forceps to separate the blue connector from resuscitation bag or trach care swivel. This is extremely concerning because the patient can't be returned to the ventilator after resuscitation and or the trach care cannot be changed expediently until the connector is removed with a tool that is often not readily available. There were no patients injured as a result of the reported connector disconnections and/or stuck connector.